Event description:
A facility representative reported that during intraocular lens (iol) implant procedure, the leading haptic was not in the right orientation. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).